Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for access site bleeding, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted and the mr was reduced to grade 1. Post procedure, an access site bleed was noted. Unspecified treatment was provided and the patient was discharged to home. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of bleeding as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported bleeding at the access site appears to be related to procedural conditions, as the steerable guide catheter (sgc) is inserted through the groin access site in order to gain access to the femoral for advancement. There is no indication of a product quality issue with respect to manufacture, design or labeling.